Event description:
A healthcare facility in finland reported that ten rt380 adult dual heated evaqua2 breathing circuits failed a ventilator leak test prior to patient use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). D4: device 1: UDI - (B)(4), lot number - 2102698725. Device 2-10: not provided. H11: method: the ten subject rt380 adult dual heated evaqua2 breathing circuits were not returned to f&p healthcare for investigation, as it was later identified that the circuits had been set up incorrectly when the pre-use leak test was being performed. Results: a f&p healthcare representative visited the healthcare facility and confirmed that the subject circuits passed the pre-use ventilator leak test when set up correctly. Conclusion: our evaluation confirmed that there was no product malfunction. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in finland reported that ten rt380 adult dual heated evaqua2 breathing circuits failed a ventilator leak test prior to patient use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). D4: device 1: UDI - (B)(4), lot number - 2102698725. Device 2-10: not provided. H11: the subject rt380 adult dual-heated evaqua2 breathing circuits have been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.